Manufacturer narrative:
Received five used list #146870489 primary plum sets. This record represents sample 5. Sample 5 returned a proximal air in line alarm when infusing through the secondary port. Each set was also leak tested per specification. Leakage was observed from the clave of the secondary port of sample 5. Additionally the claves on the secondary ports were disassembled. Sample 5 had seal tearing. The complaint of tubing malfunction can be confirmed due to the anomalies observed in the clave as well as the proximal air in line alarm returned on sample 5. The probable cause is unknown. Sample 5: seal: seal tearing on the face of the seal. Spike: the spike was observed bent. Little to no flash. Body: no damages observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing had malfunctioned. There was unknown patient involvement and unknown patient harm. This is the fourth of four events.